Event description:
It was reported that the zimmer dermatome was not operational. Additional clinical follow up indicated that the planned graft was too thick and uneven. The customer confirmed that an additional donor site was harvested and the initial donor site required surgical repair.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.